Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was 278 mg/dl and the patient was treated with correction bolus via pump. No further information available.